Event description:
Patient scheduled for robotic assisted laparoscopic vaginal hysterectomy. Enseal generator and laparoscopic instrument used during procedure. While performing surgery the tip (5mm jaw) fell off of the instrument in the patient's abdominal cavity. Dr stated that this was the 2nd time this has occured to him. Instrument ref. # (B)(4), lot. # n92l2z.

Event description:
Patient scheduled for robotic assisted laparoscopic vaginal hysterectomy. Enseal generator and laparoscopic instrument used during procedure. While performing surgery the tip (5mm jaw) fell off of the instrument in the patient's abdominal cavity. Dr. Stated that this was the 2nd time this has occurred to him. Instrument ref. # nseal545rh, lot. # n92l2z.